Event description:
Event description guidant received information that endotak dsp lead was exhibiting a shock impedance of < 20 ohms and a pacing impedance of < 200 ohms. At the replacement procedure, damage to the device case was reported. The lead and device were explanted and will be returned for evaluation. An additional system was implanted without further incident.